Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an interject(tm) sclerotherapy needle was used during an esophagogastroduodenoscopy (egd) with botox injection procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the needle of the interject(tm) device was able to be exposed; however, there is no fluid coming out of the needle. Reportedly, the procedure was aborted since there is no botox available; therefore, the procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event, including patient and procedure information have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.